Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level read "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. A replacement pump was sent to the customer to resolve the issue eportedly, the customer was using trusteel infusion set for longer than 2 days, which is considered off label use.